Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that MRI diagnosis was read as" failed back syndrome, malformation of the scs, initial encounter lumbar spine fusion". The MRI tech was unable to provide any additional information to clarify the "malformation of the scs" complaint. There were no further complications reported or anticipated.